Manufacturer narrative:
Intuitive surgical, inc. Received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure. The error 48250 indicates that a function call returned an error. It appeared that there was no communication between the dual camera interface board (dcib) and the endoscopic controller power distribution (ecpd) board. Different transceivers were used but the issue persisted which indicated that the issue was one of the boards. Since the ecpd was the board that reported the problem it looks like the dcib board was the cause of the problem. The dcib board will be replaced to resolve the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the customer kept experiencing non-recoverable faults upon system power up. The customer stated that the error was a 48250 error pointing to the endoscopic controller (ec). The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video. The intuitive surgical, inc. (Isi) technical support instructed the customer to cycle all breakers on all components and to ensure the connections were fully seated, however, the issue persisted. The customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the ec.